Manufacturer narrative:
The referenced driveline repair was reported under medwatch report # 2916596-2018-00450 (B)(4). Approximate age of device-3 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a driveline issue was suspected based on unspecified alarms produced by the system controller. The patient underwent a percutaneous lead (driveline) replacement on (B)(6) 2018; however the alarms continued to occur and it was determined that the issue was on the portion of the driveline internal to the patient. The pump was exchanged on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed an issue that could have contributed to the report of alarms post-driveline repair. The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 30 inches. Metal braided shield breakdown was observed approximately 11.5 inches from the pump housing. High-potential testing of the driveline revealed a breach in the insulation of the green wire approximately 9.5 inches from the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.